Manufacturer narrative:
Analysis summary: the device was subjected to electrical/mechanical function testing, environmental stress testing, and connector dimensional analysis. Normal pacer operation was observed. The unit is operating within new pacer specifications.

Event description:
The rptr indicated that possible intermittent atrial undersensing was observed. Electrograms in unipolar atrial sense were done. Bipolar atrial sense = 1.6 mv unipolar atrial sense = 2.1 mv. The pt is to be scheduled for a pacer replacement.